Manufacturer narrative:
Additional: evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the device into the pelvis during a laparoscopic inguinal hernia, the surgeon stated that both devices made a strange sound as if there were no more tacks left. They were not able to get complete purchase into the pelvic bone and the tacks only stayed 1/3 of the way. Both tacks disengaged into the cavity of the patient and were retrieved. They removed them completely using a lap grasper and ended up using another product to complete the case. There was no patient injury.